Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed "internal comm failure-1471", "internal comm failure 1173" and "internal comm failure - 1475" messages. The crew powered off the device, when powered back on the device powered on without display complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's reports of "internal comm failures" were observed during review of the device data log. However, the customer's report for "no video display" was not verified during review of device logs. The device was put through extensive testing including stress test without duplicating the report. An internal inspection of the device found no discrepancies. The power interface module board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.